Event description:
On 27th june, 2023 getinge became aware of an issue with one of surgical lights - lucea 50 mobile. Based on photographic evidence the headlight cover was cracked with missing particles and labels were torn with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem, d2 product code, d4 catalog # and d4 version or model # and d4 serial # deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 27th june, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. Based on photographic evidence the headlight cover was cracked with missing particles and labels were torn with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Describe event and problem: on 27th june, 2023 getinge became aware of an issue with one of surgical lights - lucea 50 mobile. Based on photographic evidence the headlight cover was cracked with missing particles and labels were torn with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous d2 product code: ftd corrected d2 product code: fss previous d4 catalog # and d4 version or model # ard568604977 corrected d4 catalog # and d4 version or model # ard568604998 previous d4 serial # (B)(6). The initial reporter was a technician from clinical engineering. Getinge became aware of an issue with one of surgical lights - lucea 50 mobile. Based on photographic evidence the headlight cover was cracked with missing particles and labels were torn with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to headlight cover cracked and torn label with missing particles, which could be considered as technical deficiencies and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issues of headlight cover cracked and torn label with missing particles on lucea 50/100 surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is moderate for headlight cover cracks and very low for chipping or missing label. The issue has been analyzed by the subject matter expert at the manufacturing site and concluded that according to the picture provided, plastic top covers are deteriorated in the corner and a broken part is missing. The damages were probably caused by a collision. The cover involved was not returned for evaluation. A new cover available as spare parts in the kit must be installed in order to replace the cover damaged and to avoid any incident. To prevent any safety issue user manual for lucea 50/100 (IFU 01741 en 11, pages 27-28) mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check. As stated also by subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks (IFU 01741 en 11 2023-04-06, pages 46-49). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 27th june, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. Based on photographic evidence the headlight cover was cracked with missing particles and labels were torn with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.